Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an euphora rx balloon to treat a slightly tortuous proximal rca lesion with no calcification. Device was removed from packaging as per IFU. No difficulty experienced when removing the device from the hoop. Device was flushed in the hoop/placed in a bowl of saline to activate the hydrophilic coating. Negative prep was performed. During the procedure it was reported that the balloon stylette was removed from the balloon tip on prep, but the protective sterile sleeve was left on the balloon by accident. The balloon was inflated at the lesion and inflated fine. The patient was discharged after the procedure but then returned 6 days later in cardiac arrest and what appeared to be a thrombus in the vessel. A angio-jet was used to try to suck out the thrombus. Nothing was removed. 5 days later the patient went for bypass surgery and the physician noticed the pink plastic sleeve inside the rca and it was removed safely. Patient status is stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.